Event description:
Customer reported receiving low readings. In blood glucose tests, customer received a lab reading of 186 mg/dl compared to a meter reading of 72 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.